Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient has been getting 4-6 coupling boxes since implant. The patient rolled on his implantable neurostimulator sometime in (B)(6) of 2019, and since then he is only getting 2 coupling boxes and occasionally 4 and there is difficulty with recharging. Additional information was received from a manufacturer representative regarding the patient on 2019-jun-24. It was reported that the manufacturer representative was unable to perform any diagnostics as the patient¿s battery was discharged and was not holding a charge. The patient¿s managing physician is referring him for a battery replacement. There were no further complications reported or anticipated.